Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-01-09, equinoxe, humeral stem primary, press fit 9mm; 320-38-00, equinoxe reverse 38mm humeral liner +0; 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-01-38, equinoxe reverse 38mm glenosphere.

Event description:
As reported, during the 3-month postop (initial implant) visit, this (B)(6) y/o female patient a coracoid fracture was noted. The patient experienced some limitations during the postop physical assessment and was determined to have a coracoid fracture. The patient has osteoarthritis and hypertension and bmi-39. Gps was used during the initial implant procedure. The case report form indicates this event is possibly related to devices and unlikely related to the procedure. This event report was received through clinical data collection activities.